Manufacturer narrative:
The device was returned to olympus for annual inspection. No customer reported allegation. A root cause could not be identified. Based on the results of the investigation: olympus could not identify the foreign material from provided information. It was presumed from the provided information that the foreign material remained for reprocessing was deviated from IFU. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited the forceps elevator had foreign material or stain. There was no patient involvement.